Event description:
My name is (B) (6). I am (B) (6) working as a safety engineer at a big hospital at (B) (6). We had a severe accident with a hospital bed and I was asked to make an investigation about the case. I looked at your standard and it does not deal with my case. My case is failure of cam latch of a side rail in a stretcher made by "midmark". According to my investigation there is a design failure that I'll recommend you to recall that stretcher. In the process of the cam penetrating the latch, the latch is offending the cam with a plastic collision which causes a tribology effect on the cam until it looses its minimal dimensions and it is possible to move the rail without pressing the release button. I have a video of that and pictures of investigation. I want to share this info with you and I would like to be rewarded for that.